Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated. Premature battery depletion was suspected. The device was explanted on an unknown date.